Event description:
Hip revision surgery due to pseudotumor and osteolysis. Removal of stem (prodcut code 4510.15.080, lot 0501547, ster. 0500044), head, acetabular cup and liner (product codes not known) the prosthesis was implanted 17 years ago due to coxarthrosis. Patient is (B)(6). This incident occurred in (B)(6).

Manufacturer narrative:
By the check of the device history records of the involved femoral stem (lot 0501547), no pre-existing anomaly was detected on the stems that belong to the same lot number. This is the first and only complaint received on this lot number. A final report will be submitted after the conclusion of the investigations.